Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and a battery compartment crack. It was reported there was no evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed two rebooting events. The battery compartment was cracked and the battery cap threads were damaged. The battery cap was unable to properly secure to the pump. A power loss was observed with the returned battery cap. A test battery cap was able to properly secure to the pump. The pump successfully completed a 24-hour exercise test without issue or alarm. No power issues were observed with the test battery cap. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.